Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during routine equipment inspection it was observed that the attachment device was getting hot. It was further noted that the device had possible bearing damage. The event was not related to surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device became hot was not confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation the condition of a damaged bearing was confirmed. An assessment was performed on the device which found that the device failed the cutter insertion assessment. It was determined that this condition was due to worn and damaged bearings that were no longer in axial alignment which did not allow the cutter to pass through. The assignable root cause was determined to be component damage caused by normal wear and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch report will be submitted accordingly.